Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/25/2025, a distributor reported via email that an ar-1588rt-2j tightrope ii rt was used in an anterior cruciate ligament (acl) reconstruction surgery on (B)(6) 2025, utilizing an all-inside technique. The procedure involved all-inside implants for both the femur and tibia. The implant was secured with a tightrope device and an internalbrace, achieving stable fixation in the cortices with an abs tightrope screw in both the tibia and femur. However, after the completion of the surgery, while extending the leg to full extension, a noise was heard, prompting intra-articular observation. It was then discovered that the implant had ruptured at its fixation points at the junction of the sutures, requiring the entire surgical technique to be repeated.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
All implanted materials were removed from the patient before restarting the procedure. The case was successfully completed using a new ar-1588rt-2j tightrope ii rt, with no reported surgical delay and no need for additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.